Event description:
Preoperatively, the ethicon endopath ets-flex45 device was tested. Intraoperatively, the device did cut cleanly, the staples formed and fired but the jaws of the clip applier would not release. It was like the bottom part of the device (stapler) had locked after firing.